Event description:
It was reported that the envista intraocular lens was explanted. No additional info was provided. Additional info has been requested.

Manufacturer narrative:
The initial reporter indicated that the product was discarded, therefore, not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.